Manufacturer narrative:
Patient identifier: (B)(6). Age at time of event: the patient was 65-years old at the time of study enrollment.

Event description:
(B)(6) eminent. It was reported that in-stent restenosis occurred 1300 days post index procedure. On (B)(6) 2018, the patient was enrolled in the eminent clinical; study and underwent the index procedure. The target lesion was located in left distal superficial femoral artery (sfa) and was 87 percent stenosed. The lesion was 105 mm long, with a proximal reference vessel diameter of 4.0 mm and a distal reference vessel diameter of 4.0 mm. The lesion was classified as tasc ii b. The lesion was predilated prior to placement of two eluvia EU, 6x80, 130 cm stents. Following stent placement, the lesion was post dilated. Residual stenosis at the end of the procedure was noted to be 0 percent. There were no reported adverse consequences to the patient. On (B)(6) 2022, 1300 days post index procedure, the patient presented with unknown symptoms. Arterial color doppler ultrasound examination of the lower limbs revealed diffused vessel which was atheromatic and presence of occlusion at the origin of the endoprosthesis at the distal tract in the left side was noted. The patient was diagnosed with occlusive arterial disease of the lower limbs with fontaine classification of stage iib. The event was treated medically. There were no further reported adverse consequences to the patient. The study site was informed of the reported event during the scheduled 48-month follow-up phone call with the patient.